Event description:
Info rec'd that the bed head was not going up. No injury reported.

Manufacturer narrative:
Technician found that the bed head was not going up, due to damaged coil and valve solenoid. Replaced the coil and valve solenoids to resolve this issue.